Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare, its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.

Event description:
It was reported to the manufacturer by the end user: the staff members were using the lift with a resident, and had the gentleman in the air, and the spreader bar one side went down, and loop of the sling that was attached to the spreader bar popped off . The staff confirmed they had them adhered to firmly on the hooks. There was an injury to the resident, broken hip and resident has been receiving medical treatment since sunday evening.